Manufacturer narrative:
Additional information was received and has been included. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on (B)(6) 2010 on the right side. The patient underwent a revision surgery on (B)(6) 2015. It was now reported that the revision surgery was due to metallosis, elevated metal ion levels, pain, pseudotumor and tissue reaction.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported tha the patient was implanted a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2015 due to unknown reasons. Additional information has been requested and is currently not available.

Manufacturer narrative:
The results of the investigation are available. DHR review: compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Event summary: it was reported that the patient had mmc cup implanted on (B)(6) 2010 and revised on (B)(6) 2015 due to possible metal on metal reaction. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of received documents: a report of the office visit on (B)(6) 2015 reports that the patient presented to the visit to know the MRI findings. In the history it was stated that metal ion serum levels were found to be high, the patient has pain. The MRI showed thickening of the capsule surrounding the fluid consistent with pseudotumor. The fluid appears to communicate into the posterior capsule. No evidence of gross loosening or fractures. Also shows an abnormal signal intensity of the gluteus medius tendon. Following patient data were also reported: (B)(6) years old male, height: 72 inches, weight: (B)(6) pounds, bmi: (B)(6). The patient has a painful metal on metal right hip arthroplasty and the MRI findings were positive for possible metal reaction process. The surgical report of implantation dated (B)(6) 2010 describes the implantation of a mmc due to sever osteoarthritis. After preparation and femoral neck resection, the labrum and ligamentum teres were debrided and it was progressively reamed up starting at 50 to 54 trial with 55 cup touched up the rim with a 55 reamer and a 56 mm mmc cup was impacted in place using the correction proper guide. Once the cup was impacted, the leg was repositioned. Cookie cutter utilized and progressively rasped from, but dropped down to a 6 stem with negative 4 adapter and took intraoperative x-rays and had a good restoration of leg lengths. Trial components were removed after marking injecting with her x-ray, and a 6 stem was impacted in place. Head and neck assembled on the back table with a negative 4 adapter, 48 head, and that was impacted in place. The hip was reduced, put through range of motion and was quite stable. The surgical report of revision dated (B)(6) 2015 described as diagnosis for revision metallosis. As indication it was noted that it has been shown to have elevated metal ion levels in his blood and some diffuse pain about the hip. MRI was suggested. Perhaps some areas of pseudotumor (small). The surgical steps were described and following observations were done: effusion present under the fascia that seemed to communicate with the joint, although the majority of his posterior repair seemed to be intact. The tissue around the hip joint had a grayish-tan appearance suggesting nonviable tissue. This was excised. Once removed the femoral head, it was noted that the trunnion was intact. It had a little bit of a black appearance to it, and a little bit of black staining around it, but there did not appear to be any pitting or fretting or damage to the trunnion. The cup was removed with a very minimum amount of bone loss, although it was very well fixed, particularly anterosuperior (approximately from 12 o'clock to 2 o'clock on the face of it). Then, the implantation of the new components was described. Conclusion: the patient had mmc cup implanted on (B)(6) 2010 and revised on (B)(6) 2015 due to possible metal on metal reaction. As indication for revision it was noted that it has been discovered to have elevated metal ion levels in the blood and some diffuse pain about the hip. MRI showed perhaps some areas of pseudotumor (small). During revision effusion was observed under the fascia and some grayish-tan appearance tissue around the hip joint. The cup was removed with a very minimum amount of bone loss, although it was very well fixed. Neither x-rays, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) and their implantation position is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are also unknown. Adherence to rehabilitation protocol is unknown. With the information at hand it is impossible to determine a root cause for the reported event. However, a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for modular femoral heads" (d011500111, ed. 05/09) and instruction leaflet for "acetabular cups" (d011500213, ed. 05/09). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).